Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent-gusset and distal area. One haptic was nicked/chipped on the edge. The optic has a scrape mark on the anterior surface and on the opposite posterior surface. The customer indicated the use of an unapproved viscoelastic. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) was found to be scratched when the box was opened. The lens was implanted and then removed through an enlarge incision. In a follow-up, the surgeon stated that the lens was scratched while being loaded into the injector. An unapproved viscoelastic was used during the implant procedure. Preoperative bcva/ucva was 20/20; postoperative bcva/ucva was 20/30.